Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device could not be interrogated. It was also reported that the lead impedance had decreased since implant. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.